Event description:
It was reported that the out of range voltage alarm on the 9900 system was sounding and could not be cleared during a case. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The transformer was adjusted during the service call. The system was tested and found to be working as intended and put back into service.